Event description:
We proceeded with some difficulties to advance a pilot wire exchange length distally and then over a wire balloon, we exchanged out for the viper wire. We performed orbital arthrectomy several runs and ultimately, we were able to traverse the lesion; however, we could not bring the crown back on a second run. With a little bit of back pressure trying to bring it back, it actually broke off the wire or the wire fractured. The device stayed within the left main and left circumflex vessel. The patient maintained timi grade iii flow. Clinically asymptomatic.